Event description:
The patient reportedly experienced overly loud stimulation, followed by loss of lock. External equipment was exchanged; however, it did not resolve the issue. Surgery to explant the patient's device was performed.